Manufacturer narrative:
Additional data: a3 female. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).

Event description:
The customer reported accidentally putting binaxnow covid-19 reagent in her eye instead of grabbing her eye drops while in the school clinic. Per the customer, she flushed her eyes for several minutes and is feeling "okay". The customer was advised to see a physician to confirm. Although requested, additional information has not been provided.